Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws of energy device wouldn't open all the way and the was no closing force in the jaws leading to poor hemostasis. That resulted in a poor seal on a few of the branches. They opened a new device to finish the case. New evh kit was used to stop the bleeding. No transfusion was need. No injury was reported.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws of energy device wouldn't open all the way and the was no closing force in the jaws leading to poor hemostasis. That resulted in a poor seal on a few of the branches. The blood loss was minimal. They opened a new device to finish the case. New evh kit was used to stop the bleeding. No transfusion was need. No injury was reported.

Manufacturer narrative:
(B)(4). Corrected section: b5- summary, h6- problem code- corrected to code "mechanical problem/mechanical jam".